Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer¿s report # 2916596-2020-06046. It was reported that the patient's device had multiple recurring backup battery fault alarms which have persisted after previously exchanging and reseating the backup battery and exchanging the system controller. The driveline was imaged to look for anything concerning that was attribute to the frequent alarms. The site was considering another controller or modular cable exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the information provided by the account did not reveal any device-related issues. The account submitted x-ray images of the driveline to see if anything could be contributing to these alarms, and the images were unremarkable. The center was considering a controller/modular cable exchange. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events were reported. Additional information was requested from the account; however, none has been provided at this time. Heartmate 3 left ventricular assist system instructions for use, rev. C, is currently available. No specific device-related issues were reported by the account. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 29sep2017. No further information was provided. The manufacturer is closing the file on this event.